Event description:
It was reported that the leadless implantable pulse generator (ipg) could not be placed due to unacceptable pacing threshold values. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.